Manufacturer narrative:
(B)(4). Explanted date: it is unknown if the device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Report is for one (1) unknown prodisc-l , inferior endplate. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent prodisc-l artificial disc replacement (adr) surgery l5-s1 on (B)(6) 2015. After an unknown amount of time, post-operatively, the patient experienced peripheral neuropathy in both legs. This report is for one (1) unknown prodisc-l , inferior endplate. This is report 3 of 3 for com-(B)(4).